Manufacturer narrative:
The pump was received with constant pump error 38 alarms during the rewind test due to a corroded motor home switch. The electronic assembly had moisture damage. The pump passed the leak test. Unable to perform the self-test, sleep current measurement, active current measurement, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or verify the pump error 43 due to a constant pump error 38. No cosmetic damage was noted on the reservoir tube. The pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and physical damage. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.